Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices and stopped providing stimulation. A manufacturer representative confirmed that the ipg was inoperable and had reached end of life (eol), however it is unknown if this is premature eol or normal eol. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.